Event description:
A customer reported an issue with incorrect time settings on their device, which was leading to discrepancies greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device for recurring discrepancies, with the customer acknowledging and understanding the guidance provided.